Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The customer's meter and one remaining test strip were provided for investigation. The test strip was tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Upon review of the meter's patient result memory, an additional value of 3.9 inr was observed on the day of the event. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 4.9 inr. A sample was then collected from the same finger was then tested using the meter, resulting in a value of 3.7 inr. A sample was also collected from a second finger of the patient and tested using the meter, resulting in a value of 3.7 inr. All tests were performed within 1 hour. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.